Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (termination)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: ortho evra; for an unreported indication: amoxicillin, ortho evra and clindamycin. Past adverse reactions to the above products included hypersensitivity with amoxicillin and clindamycin. Concomitant products included naproxen (naprosyn) for dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 months 28 days after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, menorrhagia and vaginal haemorrhage had resolved and the pregnancy with contraceptive device and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on 12jun2012, surgical pathology report: diagnoses included: uterus, laparoscopic supracervical hysterectomy: morcellated uterus with leiomyoma proliferative pattern endometrium. Right and left fallopian tubes: fallopian tubes, no pathologic diagnosis. She underwent essure confirmation test. But dates and results are not provided. Discrepancy in removal date, previously reported as: 01-jan-2012 ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal hemorrhage, lower abdominal pain, pelvic pain, abdominal pain." Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received. This case is medically confirmed. Reporter information was added. Patients demographic was added. Historical medications were added. Product indication, insertion date and removal date updated. Her concomitant medication was added. Per plaintiff fact sheet following event: abnormal bleeding (vaginal, menorrhagia), pregnancy (termination) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.